Event description:
It was reported that in the pts room the same day the catheter was placed in the pt's femoral vein, the site was found a little wet. However, 3 days after placement, a leak was found at the insertion site and as a result, it was then removed and replaced without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.